Manufacturer narrative:
The insulin pump received with blank display, problem isolated to interface board. We were unable to perform any test due to blank display. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners and cracked on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that the insulin pump vibrated and then the display went blank. The customer inserted several new batteries but the display was still blank. Customer's blood glucose level was 84 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.